Manufacturer narrative:
(B)(4).

Event description:
It was reported that numbers on the mobile app have not changed for 3 hours occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was provided for investigation. The problem was confirmed as signal loss over one hour was found. The probable cause was determined to be loss of connection. No injury or medical intervention was reported.